Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the sleeve/cover coming off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that prior to use the sleeve falls off with a bd wingset slbcs 25x.75 7luer. The following information was provided by the initial reporter: it is reported by customer plastic sleeve covering needle came off before use.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the sleeve falls off with a bd wingset slbcs 25x.75 7luer. The following information was provided by the initial reporter: it is reported by customer plastic sleeve covering needle came off before use.